Event description:
Customer has had an inflammation on puncture site on the belly. She went to the doctor and got antibiotics. No allegation against the device. Nothing reported to indicate device malfunction. No indication system performing outside specifications. Device not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.